Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387s-40 (lot: va25s3a); product type: 0200-lead; implant date (B)(6) 2020, date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient¿s system had been turned off and non-operable since 2021 after it was discovered that the lead was incorrectly placed and not programmable. The caller mentioned that in 2021, the patient was using 5 volts of energy and depleting implantable neurostimulator (ins) batteries quickly. The patient now requires a brain MRI. Patient services reviewed MRI guidelines and transferred the caller to nas for assistance from a local manufacturer representative.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative clarifying that the patient's ins was programmed at 5 volts in 2020, causing batteries to go through pretty quickly.